Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of 157, 394, & 142 mg/dl when all tests were performed back to back within 10 minutes on the advantage system. Customer stated having no high or low blood glucose symptoms at the time of the comparison. No actions were taken or treatment was received reportedly as a result. The location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter with comfort curve strip lot 549552 with an expiration date of 03/31/2008.